Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post implant the patient was still in the hospital due to undefined issues with the anesthesia from the implant procedure. The patient received a shock while lying in bed. Upon interrogation it was noted that the shock was inappropriately administered by the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The field representative re-optimized the patient in both postures and the same vector was selected. The patient was discharged, but received another shock and went to the emergency room. Interrogation of the s-ICD found that the shock was also inappropriately administered due to t-wave oversensing. It was thought that the oversensing with low amplitude r waves was likely the result of air in the pocket. A pocket revision was performed for the s-ICD and electrode and there have been no issues with oversensing since the procedure. No additional adverse patient effects were reported.